Manufacturer narrative:
This report is submitted on sep 9, 2021.

Event description:
Per the clinic, the patient has been diagnosed with leukodystrophy that is rapidly progressing and she needs to have an MRI. The device was explanted on (B)(6) 2021.